Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of noise was verified in the laboratory. The device was tested on the bench and the using automated test equipment and the device was found to be normal. The cause of the reported field event of noise was believed to be emi or oversensing.

Event description:
It was reported noise was observed due to emi. The noise was not reproducible. It was later reported that during a follow up, the device was found to have multiple ventricular fibrillation episodes with aborted shocks. The episodes appear to be noise on the lead. Lead anomaly suspected. Noise was reproduced. The device was explanted.